Event description:
Reporter stated the up button on the infusion device does not function and the down button works intermittently. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).